Event description:
It was reported that the pt underwent a tlif l4-s1 procedure on (B)(6) 2012. Revision was performed on (B)(6) 2013 to address fracture of two polyaxial screws, located in s1, that fractured just above mid-shaft. The distal portion of both screws was removed.

Manufacturer narrative:
Event reported includes two (2) fractured screws from the same part/lot. As both screws are from the same part/lot only one report is being filed. Evaluation in process. A follow-up report will be filed upon completion.